Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the issue resolved after replacing lower door metal cover and fans. A system checkout was performed and he hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been receive by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, site biomedical engineer asked if the imaging system could be used in cases. Upon inspection, representative discovered a metal plate was bent inside the gantry and the fans near the plate were damaged. Representative suspects the damage is due to possibly running the imaging system into wall during transit. There was no patient present at the time of the issue.

Manufacturer narrative:
The hardware investigation of the returned louver cover and fan assembly found that the reported event was related to a physical damage issue. The louver cover is bent, with multiple scratches. The fan housing on the louver cover was crushed and in several pieces. The reported event was confirmed.